Manufacturer narrative:
The field service engineer replaced a system reagent and performed maintenance on the instrument. Quality controls were within range, showing no indication of a hardware or reagent performance issue. The centrifugation speed of the sample appeared to be too fast. Upon review of the alarm trace, no relevant alarms were observed. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The troponin t results from the first patient sample were 60.1 ng/l, 3.26 ng/l, < 3.00 ng/l, < 3.00 ng/l, 5.24 ng/l, and < 3.00 ng/l. It was not clear if these results were measured from one sample or from two different samples collected from the same patient at different times. A clarification has been requested. The troponin t results from the second patient sample were 42.4 ng/l, 4.84 ng/l, and 5.48 ng/l. This patient is a male born on (B)(6). No adverse events were alleged to have occurred with the patients. The troponin t reagent lot number was 370695.

Manufacturer narrative:
Additional values for sample 1 were provided as follows: 4.46 ng/l, 3.36 ng/l, and 4.41 ng/l. It was not clear if these results were measured from one sample or from two different samples collected from the same patient at different times. A clarification was requested. Additional values for sample 2 were provided as follows: 6.48 ng/l and 4.83 ng/l. For all values provided for sample 2, it was not clear if the results were measured from one sample or from two different samples collected from the same patient at different times. A clarification was requested. For the last calibration performed on (B)(6) 2019, calibration signals were slightly lower than expected. There were no alarms on the calibration. The investigation could not identify a product problem. The cause of the event could not be determined.